Event description:
It was reported a patient underwent a hip arthroplasty that is scheduled to be revised due to dislocation after a fall. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: australia multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 01181 the customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. It was reported the patient dislocated due to a fall. As the reason for the fall is unknown, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}.

Event description:
It was reported a patient underwent a hip arthroplasty that was subsequently revised approximately 5 years later due to dislocation after fall. Attempts have been made but no further information has been provided.